Manufacturer narrative:
Device not being explanted, thus not available for return. Internal investigation in process.

Event description:
During of the operation of variax dr, at the final tightening of the screw with the screw driver, the head of the screw deformed and metal powder was generated. The surgeon carefully tighten the screw with this screw driver.